Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. The image provided by the customer showed the device's detached electrode. No delay or patient injuries are being reported. Since no harm is being alleged, no further clinical assessment is warranted. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found statements related to electrode detachment. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the device showed a fractured electrode screen. The device was connected to a known good controller and the wand was tested at default and maximum settings, which revealed that the device performed as intended. The suction line performed as intended. Factors, which may have contributed to the reported complaint include: 1) using the wand above default output settings. 2) pressing the tip against hard or bony surfaces. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during arthroscopic ligament reconstruction surgery, the electrode the wand fell inside the patient. The pieces were removed with suction. A backup device was available to complete the procedure with no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.